Event description:
Customer reportedly obtained results of 40mg/dl and 86mg/dl on the compact plus testing system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. No information provided for where comparison occurred. Compact plus testing system: meter, strip lot 20655141, exp 5/31/08, cat/3149072.

Manufacturer narrative:
Suspect device: compact test drum.